Event description:
Reportable based on device analysis completed on 23jun2022. It was reported that the device could not pass through the lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device could not pass through the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the partial collar and shaft was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment. Distal to the collar, the shaft was kinked. There were numerous kinks to both the hypotube and shaft of the device. Product analysis could not confirm the reported event, as the clinical circumstances could not be replicated. The partially detached collar and shaft, as well as the kinks found to the device during analysis could contribute to the no cross which would likely cause resistance upon entry and advancement of the device.